Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for stopper damaged on lot # 8043890. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, stopper damaged) was captured and addressed. Investigation summary: customer returned photos of a 1cc syringe. Customer states that the stopper is damaged. The photos were examined and exhibited a deformed stopper. Manufacturing ((B)(4)) will be notified of this issue. A review of the device history record was completed for batch# 8043890. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child (B)(4). On 17sep2020, (B)(4) received a complaint, via pictures, from material 324918, batch 8043890. Visual inspection of the pictures showed the stopper smeared next to the tip of the plunger inside the barrel. Process summary: the automatic syringe assembly machine feeds 1ml syringe components (barrel, stopper, plunger, and cap) and assembles these components. This machine consists of a barrel-cleaning dial, lubrication dial, one plunger/stopper assembly dial and one syringe assembly dial and various inspection and transfer dials. There were no quality notifications or maintenance dispatches during the production of this batch that pertained to this defect. Root cause cannot be determined. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra-fine¿ insulin syringe stopper was damaged. This was discovered before use. The following information was provided by the initial reporter: client reports that her daughter uses the syringe daily to apply the hormotrop medication. She noticed that the stopper is damaged.